Event description:
The pump was returned for investigation. Investigation revealed contamination under the down arrow and contrast keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad cover was removed from the pump and evidence of contamination was found under the down arrow and contrast button contacts. There was no physical damage observed on the keypad. During testing, the contrast button was found to be unresponsive; the up arrow, down arrow and ok buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.